Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent normal follow up, it was noted this left ventricular lead was sensing atrial signals due to a suspected lead dislodgment. A procedure was performed three days later and the lead was successfully repositioned with no adverse patient effects other than the additional procedure reported.